Event description:
Customer's mother called to report a big difference between the sensor glucose reading and blood glucose reading. Blood glucose reading was 140 mg/dl. The last 3 sensors have been have bad readings. The insulin pump also alarmed for change sensor and bad calibration after the new sensors were inserted. Troubleshooting was performed. Advised that the sensor experienced unexplained re-initialization. The sensors will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.